Manufacturer narrative:
A field service engineer performed troubleshooting with the customer over the phone. The customer found defective reagent probe to reagent line fitting after cleaning procedure. Fse was to ship new reagents lines to lab and the customer was to replace the parts. Fse called the customer on (B)(6) 2011 to follow up and customer confirmed that there were no further issues. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the reagent probe tubing in the synchron cx5 delta clinical system broke after weekly maintenance and was leaking. The customer was wearing gloves and safety glasses at the time of the event and was able to clean the leak with a paper towel. The fitting on the tubing that seals the end of the tubing into the reagent probe insert broke off. The customer tried to put it back together, but the probe continued to leak. Bun (blood urea nitrogen) failed calibration. No patient samples were run and no results were affected.